Event description:
It was reported that the patient reported feeling "like electric shock" on the back of the left ankle, intermittently, possibly a nerve. System still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.